Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open radical total abdominal hysterectomy, vaginectomy and lymph node dissection, bso and pelvic exenteration, the stapler partially fired resulting an incomplete staple line and poor staple formation. Resection and re-stapling were done to complete the case.